Event description:
It was reported that this patients deep brain stimulation (dbs) implantable pulse generator and lead extension were replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Block b3: approximated based on the date the manufacturer became aware of the event block d2b: additional applicable product codes: nhl, pjs. Additional suspect medical device components involved in the event: model number/catalog number: db-3128-55b, serial number: (B)(6), batch/lot number: 5003916, model/catalog description: 55cm 2x8 lead extension kit, unique identifier (UDI): (B)(4).